Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the image cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the image. In addition, we confirmed that the remote control buttons cracked, the remote control buttons leak, the objective lens dirty, and the distal body worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. Email : (B)(4).